Event description:
It was reported that just after a refill, a medical assistant noticed there was clear fluid coming from the injection site. The health care provider (hcp) aspirated approximately 30ml of clear fluid from the pocket. It was noted that the patient became very sleepy but their oxygen saturation was normal. The patient was driven to the emergency room (ER) for evaluation by the nurse case manager. The hcp believed a pocket fill was done. The pump was infusing hydromorphone, clonidine, and baclofen (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8711, lot# l78414, implanted: (B)(6) 2000, product type: catheter. (B)(4).